Event description:
It was reported that after a da vinci-assisted surgical procedure, maryland bipolar forceps wires were noted to be frayed when reprocessing. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.